Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, that a "monitor needs service" message occurred while booting up on central control monitor (ccm). As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed by the service repair technician (srt). Contact contamination was found on printed circuit interface (pci) interconnect cable by the srt. The srt cleaned the interconnect cable, the problem was eliminated and the unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that wold alter the facts and/or conclusion, a supplemental report will be filed accordingly.